Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was not confirmed. However, instrument channel leak and bending section crack were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis eus ultrasound bronchofibervideoscope is unable to display image. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported no image issue could not be reproduced and no root cause could be determined; the image was found to be functional. In addition, the following non-reportable malfunctions were found during the device evaluation: - small scratches at the distal end - drying of universal cord and grip unit - extension of angle is low olympus will continue to monitor field performance for this device.